Event description:
Shortly after implantation, swelling in the breast area noticed. This symptom continues. Rptr experiences constant yeast infections, chronic fatigue, chronic depression, low grade fever (often), flu-like symptoms that are not relieved, pain of hands, shoulders, arms, joint pain and swelling, loss of use in fingers due to swelling, numbness in upper body and arms, nausea and vomiting, pleurisy, bladder problems, thyroid dysfunction, meningitis, loss of memory, lack of concentration and mass under right arm.